Event description:
Hematoma was noticed on pt. Dornier svc was sent out to perform a svc check on the device involved. Pt was admitted into the hosp in renal failure. Pt recovered and was released from the hospital.

Manufacturer narrative:
Device was examined by accomplishing functional checks according to the defined test procedure in the pm checklist. All results showed that the device was found to be in compliance with dornier specifications.